Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the product was not returned as the stent delivery system remains in the patient. There is no indication of a product quality issue with respect to manufacturing, design or labeling and the treatments appear to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation determined the treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient had the index procedure on (B)(6) 2015 with the implantation of a xience stent. The patient was re-admitted to the hospital on (B)(6) 2015 with unspecified coronary vessel symptoms and percutaneous transluminal intervention (pta) was performed. There was no reported adverse patient sequela. No additional information was provided.